Event description:
Boston scientific received information that this patient stated that his heart rate increases just when he sits up in bed and it he gets up, his heart rate stays high for about four to five minutes. He stated that his device was reprogrammed and after rate response and minute ventilation were programmed on, he felt better.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the issues with the patient and informed the patient that the observations may or may not be related to the changes made in his device. The consultant stated, the patient should be assessed by his physician. The patient stated, he will follow up with his clinic. No other adverse events have been reported. This product issue will be updated if additional information is received.